Event description:
A customer reported receiving a minimum fill notification while attempting to load a new cartridge into their insulin pump. There was no adverse impact to the customer's blood glucose level. Technical support instructed the customer to remove the pump from its case, clean the pneumatic tap area with an alcohol wipe or lint-free cloth, and reload the same cartridge, which successfully resolved the issue.